Event description:
The report the co received from their affiliate indicated that, during a routine angioplasty, an attempt to deliver a 3.5 x 18mm cypher stent was made but it became stuck in the proximal rca. The sds was retreived from the pt. When the physician inspected the cypher it was noted that the edge of the sent was flared. A grand slam and pt2 guidewire were used to conduct a buddy wire technique in order to deliver the cypher. The cypher still would not cross the lesion. The physician then inserted the gran slam wire into the cypher but the sds still would not cross. Therefore, the physician stopped the use of the cypher, and switched the sent to 3.5 x 18mm driver stent. The driver was able to cross the lesion and was successfully deployed. The procedure was completed. Per the physician, the stent became stuck and the struts flared even thogh there was not much force appliaed during the delivery.